Event description:
The customer contacted abbott regarding two failed calibrations for the axsym rubella igg assay where error code 1001 (assay calibration failed) was generated. The customer's maintenance history was reviewed and the customer was advised to clean the meia lens, replace and recalibrate the meia lamp, and decontaminate the bulk mup solution. After the maintenance was performed, the customer recalibrated unsuccessfully. The customer was sent a new lot of calibrator. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.